Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor settings may not have been set properly which resulted in a blood glucose (bg) level of 45 mg/dl. Customer drank juice and suspended insulin the treat bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.